Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle not be identified and a definitive root cause of the issues could not be determined, as there were no observed device deformations that might contribute to the retention of foreign material and it could not be determined if the facility device reprocessing was implemented in accordance with the IFU, however, the issues were likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had a dirty lens with no image. There were no reports of patient harm. During evaluation of the returned device, it was found that the nozzle was clogged with foreign material and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of dirty lens with no image was not confirmed. In addition to nozzle clogged with foreign material finding, the additional evaluation findings are as follows: label on suction connector was damaged, due to clogging of nozzle, water supply volume did not meet the standard value, and adhesive on bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.